Manufacturer narrative:
Section b3: as the date of the event is unknown, the event date is estimated as february of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient¿s foot hurt while treating with the biomet ebi bone healing system. The patient stated that the pain started a few days after receiving the unit. The patient rated the pain level a 12 out of 10 with 10 being the highest. The pain subsided when the patient was not treating. The patient did not discuss the issue with their doctor and is taking ibuprofen for the pain. No further information was provided.